Event description:
It was reported that during a visit at the clinic, it was found that 7 electrode channels showed status "hi" and 4 electrode channels were involved in short circuits. No fall or hit to the patient's head was noticed by the parents.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.